Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system cut the device out of his chest. The device was placed back into the pocket. It had not been determined whether the system would be removed or replaced. Pacing and tachy therapy was left programmed on. Additional information was received that the system was explanted at a later date due to a patient infection. No additional adverse patient effects have been reported.